Event description:
The facility representative reported a flo-gard infusion pump with a broken door. It was not reported when the condition occurred; however, it was reported to have occurred in the pediatric surgery area. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement; however, there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with "door broken" was confirmed and duplicated by baxter service personnel. The root cause was determined to be a broken pump head door. Should additional information be received, a follow-up medwatch will be submitted.